Event description:
It was reported that after the t1 was deployed, the t2 deployed simultaneously.

Manufacturer narrative:
The complaint listed ¿simultaneous deployment¿. The device is in used condition. The blue split cannula was returned. The depth limiter was returned and has been trimmed. The complaint indicated that both anchors were removed, but only one was returned. The anchor was attached to the remaining suture, but separated from the delivery needle. The delivery needle tip is visibly bowed and the distal tip is twisted. IFU warnings states ¿do not bend delivery needle.¿ twist or bend can interfere with advancement and removal of t¿s. This device requires a manual lever push for a manual advancement of the actuator. The anchors are released by manually stripping off of the needle. Damage to the needle can inadvertently bind or release the anchor when not intended to. There is no manufacturing cause related to support this complaint. No further investigation is warranted.